Event description:
It was reported that physician questioned if the device induced ventricular fibrillation. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that physician questioned if the device induced ventricular fibrillation. It was also reported that the patient had received several shocks and was informed by the physician that the shocks were necessary and appropriate. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.